Event description:
Clinic notes dated (B)(6) 2011 were received to the manufacturer from the reporter indicating a patient was having a marked increase in grand mal seizures. Vns settings were adjusted as an intervention. Diagnostics indicated normal device function, and the vns was not at end of service. Follow up with the reporter revealed the increased seizures were above pre-vns baseline levels and were felt to be due to stress and "vns failure". Intravenous ativan medication was given as an intervention. Unspecified external factors were also felt to have been a contributing event. Replacement of the vns generator is currently planned, but is on hold due to insurance issues.